Event description:
One of home pt's (hp) nurses (rn) contacted baxter's technical service center (tsc) inquiring how a pt could get infused with air during treatment on the homechoice device. Reportedly, hp contacted home pt's rn suspecting home pt had been infused with air due to shoulder pain home pt experiencing after home pt's home choice treatment. "Tsc" went over with rn all possible ways hp could have been infused iwth air. Because none of the scenarios that were given applied to hp's last treatment, when hp was supposedly infused with air, rn suspected the shoulder pain to have been caused by a source other than hp's dialysis treatment. Per rn, hp's shoulder pain dissipated "a few days later". No medical intervention was associated with this incident, per rn.